Event description:
It was reported that the guidezilla shaft was broke. A 6f guidezilla ii guide extension catheter was selected for use. The guidezilla shaft was broke at the exit of the catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a 6f guidezilla 2 extension catheter. A non-bsc balloon catheter was returned in the shaft of the guidezilla. The devices were bloody, and the balloon was partially filled with solidified contrast and completely open (not fully deflated). Visual and microscope inspection revealed that a complete separation of the shaft/collar area, and damage to the collar (twisted open). The guidezilla could not be tested with the returned balloon catheter due to the damage to the collar, so the inner diameter (ID) of the distal shaft of the guidezilla was measured, and were within specification. A labeling review was performed on the device instructions for use (IFU). The 6f guidezilla IFU indicates the 6f guidezilla 2 guide extension catheter is compatible with less than or equal to 4.0 sds/balloon catheter. The reported information indicates the 6f guidezilla 2 was used with a 4.5mm balloon; therefore, there is indication of a compatibility issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. D4: lot number: the lot number changed from 0026625621 to 0026540282. B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the guidezilla shaft was broke. A 6f guidezilla ii guide extension catheter was selected for use. The guidezilla shaft was broke at the exit of the catheter. There were no patient complications reported.